Event description:
It was reported during site visit by bd representative that the devices had pressure sensor failures. It was noted by the customer's biomed that error code 240.4150 were observed in the device logs. Biomed then performed an analog sensor test and applied slight pressure to the upper pressure sensor, which causes the pressure sensor to stay in the high failure voltage. The customer had indicated that no additional information will be provided and the devices will not be returned to the manufacturer for investigation. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility